Event description:
The report received from the affiliate indicated that during an interventional procedure, after successfully implanting three (3) cypher stents, the physician felt resistance/friction inside the 7fr. Launcher guiding catheter while delivering an additional (4th) cypher 2.5x18mm stent. After noting the resistance/friction, the physician reported leakage at the proximal end of the shaft of the stent delivery system (sds). Details of how the leakage was discovered were not available. At this time, the physician stopped the implantation of the cypher stent and implanted two (2) bare metal (driver) stents instead. The target lesion for the procedure was the proximal/mid/distal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, heavily calcified, slightly tortuous, and a 90% stenosis. The lesion was pre-dilated. The approach for the procedure was femoral. The physician's comment was that the patient developed ventricular fibrillation (vf) after the product problem, but is not related to a problem with the cypher stent. The patient is in stable condition at this time.

Manufacturer narrative:
Additional information received indicated that the vf was treated by pacing, intra aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps) until the patient was stabilized. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received that a cypher sds was associated with shaft leakage. In addition, the patient also experienced ventricular fibrillation during the implantation of multiple cypher stents. The event involved a female patient with a history of dialysis. The reason for her admission to hospital was not reported; but an angiogram revealed a lesion in her proximal to distal lad. This patient's advanced age, gender, history and extensive cad put her at increased risk for mace. The proximal to distal lad was described as de novo, 90% occluded, highly calcified and slightly tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of three cypher stents; a 3.00x18mm, a 2.50x18mm and a 2.50x23mm; at unknown maximum inflation pressures. It is not known which of the stents were placed first or in what relative position. It is also not known if the stents were placed in overlapping fashion. According to the IFU, the used of more than two cypher stents has not been clinically established. The physician then introduced a 2.50x18mm cypher stent to further treat this lesion. During delivery, he felt friction between the sds and the 7fr laucher guider and noted leakage at the proximal end of the shaft. The product was removed without injury to the patient and the procedure completed with two non-cordis bms. At some point after the placement of these stents, the patient developed ventricular fibrillation. The patient's condition necessitated the insertion of an iabp and pacing. The patient was later discharged from the cath lab in stable condition. The initial three cypher stents remain implanted in the patient and are thus not available for evaluation. In addition, DHR reviews of these products could not be performed since the lot numbers were not provided. The 2.50x18mm cypher sds associated with the reported shaft leakage was returned for evaluation; but the analysis of this product has not been completed. According to the procedural physician, the event of ventricular fibrillation is not related to the cypher products. There are patient, vessel and procedural factors that may have contributed to these events. This is one of four products used during the same procedure. Please reference MFR. Report #9616099-2007-00708, -00709, -00710, and -00711. Please note this is the initial/final report for this product.